Event description:
Company sales rep. Called stating that the device was un-interrogatable. When questioned further, he acknowledged that error message "0002 0008 device state error" was displayed. Upon re-interrogation of the device, error message "0002 0008 device state error" continued to appear, with the device otherwise un-programmable. Technical services was called. System reset was attempted and appeared to terminate successfully but re-interrogation again generated the "0002 0008 device state error" message. Additionally, sales rep. Indicated that he has a prior programmer status page printout showing the battery voltage as 5.17v. Advised that value was far below "eri" and asked that they fax all available programmer strips to "tsv" and suggest that the physician replace this device and return it to company for post-replacement evaluation.